Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported difficult experience with pump start (two malfunction errors, ¿sour start¿). Despite prior low blood glucose (bg) training, patient continues to have lows after meals followed by highs. Patient treats lows slowly with candy but still experiencing fluctuations. The highest bg reported was 400mg/dl and was out of range for 90+ minutes. The patient experienced slight ketones and feels a little nauseated. The correction algorithm has been high for three (3) hours and has been trending back into range.